Manufacturer narrative:
In the rec'd info the physician stated that the prosthesis had "failed to inflate." The physican further stated that the device was "tested completely" during the explant surgery and that "no obvious leaks or failure (was) noted," and that there had been "no fluid loss." Additionally the physician stated that there were no apparent circumstances or info the pt's histroy that would have contributed to this occurrence. A pump, two cylinders, and a reservoir were returned for eval. Examination and testing of the returned components revealed two sites of leakage. One site of leakage is noted at the distal end of the serialized outlet and one at the distal end of the non-serialized outlet. Examination of the surfaces of the separations revealed markings indicating contact with sharp instrumentation. Because these components were released according to mfg and quality control procedures, qa concluded that the observed damage, to the outlet tubes, occurred subsequent to the device packaging being opened. In addition, because the expected use of this devices combined with the observed damage would have resulted in a detected fluid loss, qa concluded that the damage most likely occurred at or subsequent to explant. Further examination, of the returned components, revealed areas of abrasion on each of the outlet tubes and the inlet tube. The pattern of abrasion noted on the tubes indicates that they were overlapped and/or twisted. Other than the aforementioned leakage site no functional abnormalities were observed, confirming the physician's observations at the time of explant. Based on qa's examination and the info provided, qa concluded that while in-vivo the outlet tubes and inlet tube were over lapped and abrading against one another, and that this positioning may have contributed to the reported inability to inflate the device. However, because no functional abnormalities were observed, qa is precluded from determining the cause of the reported "failure to inflate." Additionally because all of the connections were rec'd disconnected, qa is precluded from determing if the connectors contributed to the reported event.

Event description:
Per the info provided to co by the physician's office, the device was removed due to a "malfunction." As reported to co, a 3-piece inflatable penile prosthesis was removed and replaced with another mentor mfg 3-piece device. 6/25/97-upon receipt of add'l info provided by the physician/surgeon, he states,..."no obvious leaks or failure sites were observed during the procedure. Specifically, the failure was related to an inability to inflate the device. No apparent circumstances were noted that may have contributed to this occurrence."